Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion in a previously placed velocity stent in the distal portion of the rca, the quantum monorail balloon lost pressure at 14 atm's on the initial inflation. The pt was asymptomatic during this event. The quantum monorail catheter was removed and replaced with another catheter to complete the procedure. An ht-b guidewire (size unk) and an al 1 britetip guide catheter (size unk) were also used in this case, but the types and sizes of introducer sheath and inflation device used are unk. The procedure was successfully completed. Pt status is reported as "good".